Manufacturer narrative:
Correction: b5 lead being capped not explanted.

Event description:
It was reported that the patient presented in clinic due to dizziness. Device interrogation revealed noise oversensing and failure to capture on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replaced the rv lead. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic due to dizziness. Device interrogation revealed noise oversensing and failure to capture on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. The patient was in stable condition.